Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04662. It was reported the pt had discomfort at the ipg site due to it moving closer to the surface of the skin. The physician surgically repositioned the ipg from the back to the abdomen area. Prior to the procedure, the pt reported the lead was not providing full stimulation coverage. The physician opted to replace the lead during the same procedure. Follow up identified all issues were resolved with the outcome of the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.